Event description:
It was reported that the system 6 sagittal saw broke the blade loose after multiple cuts during a total knee procedure. The blade did not fall into the surgical site. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Additional info will be submitted once the device is received and the quality investigation is complete.